Event description:
A surgeon reported having a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported that the lens was implanted upside down and close to the anterior chamber due to his inexperience in handling the injector. Vitreous pressure was also high during surgery. The cartridge/handpiece/ovd combination used during the procedure is not approved for the lens model. No further information is expected.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in the progress. A supplemental MDR will be filed when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. No further information is expected.